Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/28/2018 that on (B)(6) 2018 that the patient experienced a warm up restart during a session. No additional event or patient information is available. No product was provided for evaluation. The confirmation of the complaint is not confirmed. A probable cause could not be determined.